Event description:
It was reported that on (B)(6) 2024, a 31mm epic plus mitral valve was selected for implant. During device prep, the leaflets were moving normally. During the procedure, after suturing in the valve, the valve leaflets were tested and one of the leaflets was not closing properly. The device was removed and replaced with another 31mm epic plus mitral valve to resolve the event. The patient wasn't removed from bypass during the replacement. The patient remained hemodynamically stable and while there was a delay due to the device replacement, there was no serious injury. The patient is stable.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis and the investigation revealed that all three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 1.2%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm epic plus mitral valve was selected for implant. During device prep, the leaflets were moving normally. During the procedure, after suturing in the valve, the valve leaflets were tested and one of the leaflets was not closing properly. The device was removed and replaced with another 31mm epic plus mitral valve to resolve the event. The patient wasn't removed from bypass during the replacement. The patient remained hemodynamically stable and while there was a delay due to the device replacement, there was no serious injury. The patient is stable.